Manufacturer narrative:
Additional information was received that the patient is still being monitored and it is unknown whether his status will change. The patient is receiving treatment which has helped.

Event description:
A report was received that the patient was experiencing left leg neuropathic pain. The device was reprogrammed and the physician administered gabapentin. The physician assessed that the event was related to stimulation and not related to the device or procedure. The patient reports improvement with the medications given however the event is not resolved.

Manufacturer narrative:
Additional information was received that the patient's pain was described as a new pain more like sciatica.

Event description:
A report was received that the patient was experiencing left leg neuropathic pain. The device was reprogrammed and the physician administered gabapentin. The physician assessed that the event was related to stimulation and not related to the device or procedure. The patient reports improvement with the medications given however the event is not resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8120-50, serial: (B)(4), description: artisan surgical lead, 50cm. UDI=( (B)(4). Event date: (B)(6) 2015.

Event description:
A report was received that the patient was experiencing left leg neuropathic pain. The device was reprogrammed and the physician administered gabapentin. The physician assessed that the event was related to stimulation and not related to the device or procedure. The patient reports improvement with the medications given however the event is not resolved.